Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. The reported event is not confirmed. Visual examination of the provided pictures identified the tibial component had been revised with bone cement remaining attached to the distal face and the stem. The articular surface can also be seen; however, detailed analysis could not be completed as the photographs do not clearly show the surface of the device. Radiographs were provided and reviewed by a health care professional; however, they were not sent for assessment due to poor image quality and lack of image dates. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the persona knee system package insert, pain is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00248. Concomitant medical products: articular surface fixed bearing cruciate retaining (cr) left item# 42512000513, lot# 63544578. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year, ten and a half months¿ post implantation due to pain. Patient presented with localized pain, anterior knee joint and proximal tibia. Surgeon requested bone scan and second opinion from a colleague. Bone scan 'lit up', underneath lateral tibial baseplate and patella. Surgeon believed this was evidence of a loose tibia and booked patient in for a revision of tibial baseplate and patella resurfacing. During revision the surgeon struggled to remove the tibial component and conceded it was not loose. Commitment was unfortunately already made to remove the baseplate. Once tibia was removed component was further assessed, good cement adherence to the tibial component and cement-bone interdigitation. Patella resurfaced and tibial art surface upsized. There is no additional information at this time.